Manufacturer narrative:
Device not returned to manufacturer. Device model number and serial number not provided to manufacturer. Adverse event cause could not be established due to lack of information and device not returned to manufacturer.

Event description:
Distributor reported that a patient was burned. Upper lip, cheek and eyebrow.